Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) org was dropping off the network randomly. He said it will not show on host table at all even though org does not have error lights. They confirmed it is not a network cable or switch issue already by testing different ports and cables. This would affect the zm transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) org was dropping off the network randomly. He said it will not show on host table at all even though org does not have error lights. They confirmed it is not a network cable or switch issue already by testing different ports and cables. This would affect the zm transmitters. No patient harm was reported.